Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted with the balloon material. An examination of the stent identified damage in the mid region of the stent. A visual and tactile examination identified no issues with the shaft of the device. A visual and tactile examination identified no issues with tip of this device.

Event description:
It was reported that part of the stent was kink. The 80% stenosed target lesion was located in the left vertebral artery. A 7.0x30x135cm express ld stent balloon expandable was selected for use. It was discovered during the procedure that the stent component of the stent system was kinked. The physician expressed concern that this might have an impact on the treatment. The procedure was completed using another of the same device. There were no patient complications reported. It was further reported that the stent had a kink located in its middle portion.

Event description:
It was reported that part of the stent was kink. The 80% stenosed target lesion was located in the left vertebral artery. A 7.0x30x135cm express ld stent balloon expandable was selected for use. Prior to the procedure, it was discovered that the stent component of the stent system was kinked. The physician expressed concern that this might have an impact on the treatment. The procedure was completed using another of the same device. There were no patient complications reported.